Event description:
A report was received that the patient had experienced pain in the left lung and back. The physician indicated that nerves may have been irritated upon lead insertion. The patient's pain decreased after the leads were explanted and the patient is reportedly doing well.

Event description:
A report was received that the patient had experienced pain in the left lung and back. The physician indicated that nerves may have been irritated upon lead insertion. The patient's pain decreased after the leads were explanted and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2352-50e serial:(B)(4) description:trial linear 3-4 lead, 50cm explanted leads will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.